Event description:
Same case as MDR ID# 2134265-2013-05583. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, shaft break occurred. The patient had a very tortuous iliac artery. The target lesion was located in the severely tortuous left anterior descending artery. A 7mm x 90mm non bsc sheath was used. The 3.00mm x 16mm promus element plus stent was advanced however the shaft of the stent delivery system broke inside the guide catheter. Then using the same guide catheter, another 3.00mm x 16mm promus element plus stent was advanced to the target lesion but the shaft of the stent delivery system broke as well. The whole system was completely removed from the patient's body. The procedure was not completed due to this event. No patient complications were reported and the patient's status was fine. The patient was rescheduled for another procedure the next day.

Manufacturer narrative:
Upn: corrected from h7493911416300 to h7493911428300. Device lot number: corrected from 15883324 to 15874358. Device expiration date: corrected from 01/13/2014 to 01/08/2014. Manufactured date corrected from 02/26/2013 to 02/22/2013. Device evaluated by MFR: the catheter was returned in two sections due to a hypotube break. The break was located at 19.7 cm distal to the manifold strain relief. The hypotube was severely kinked at various locations with damage to the hypotube coating just distal to the break site. The distal outer had minor kinks at approximately 3 cm from the proximal balloon bond. An examination of the crimped stent identfied no issues with its profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-05583. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, shaft break occurred. The patient had a very tortuous iliac artery. The target lesion was located in the severely tortuous left anterior descending artery. A 7mm x 90mm non bsc sheath was used. The 3.00mm x 16mm promus element¿ plus stent was advanced however the shaft of the stent delivery system broke inside the guide catheter. Then using the same guide catheter, another 3.00mm x 16mm promus element¿ plus stent was advanced to the target lesion but the shaft of the stent delivery system broke as well. The whole system was completely removed from the patient's body. The procedure was not completed due to this event. No patient complications were reported and the patient's status was fine. The patient was rescheduled for another procedure the next day.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).